Event description:
(B)(4). After having essure put in place about 3 months later my hair started falling out really bad, I wasn't sure why? Then after 6 months my periods became so heavy that a would bleed through a super tampon with in 15 minutes, have blood clots and extreme cramps that feels like I'm in labor. Also painful ovulation and a few times a month I get sharp stabbing pains that come out of no where. Also have joint pain in my hips that I never had before, and brain fog very forgetful. When I have my menstrual cycle I have extreme fatigue and diarrhea the whole time during and before, think that's all for now. Having it removed in a few weeks my tubes and the coils, and can not wait to get it out and get my life back.